Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced a failed transmitter error. No additional patient or event information is available. The transmitter was returned for evaluation. An exterior visual inspection was performed and passed. A transmitter voltage test was performed and failed. Share log data was downloaded and retrieved. The share log data was reviewed and findings related to the complaint were observed within the investigation window. The complaint confirmation was confirmed. The root cause was determined to be a low transmitter battery.